Event description:
Event description guidant received information that during a changeout of a device for normal battery depletion, this implantable lead was surgically abandoned because of an inability to pace or sense. Additionally, a coronary sinus lead was surgically abandoned because of poor placement on the septal wall.